Event description:
It was reported that a non-magnet electrogram (egm) from the remote monitor transmission looks like junctional rhythm or far field r-wave (ffrw) oversensing with the atrial lead. It was also reported that there are atrial pace (ap) markers followed by atrial refractory (ar) in some intervals which may indicate loss of capture. It was further reported that the patient was seen and mode changed to dddr with a follow up remote monitor transmission which showed no evidence of ffrw. Also, the atrial sensitivity was increased and sensing assurance turned off. The atrial lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.